Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. As no device and lot number were provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent hip arthroplasty and at an unknown time later the patient is being considered for a revision surgery due to femoral bone fracture. Attempts to obtain additional information have been made; however, no more is available

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on (B)(6) 2018 but was not available. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is are available. Review of event description: event summary: it was reported that a patient was implanted with a fitmore stem and experienced a periprosthetic bone fracture. The time of implantation is unknown. Status of revision surgery is unknown. Review of received data: two x-rays were received for investigation with following outcome: summary of imaging: 2 views of the right hip. Assessment of imaging: 2 views of the right hip demonstrate screw fixation of the acetabular cup. There is an oblique fracture involving the proximal right femoral diaphysis just distal to the tip of the femoral stem. No radiolucency to suggest loosening. No dislocation. Impressions: 1. Right total hip arthroplasty with oblique fracture involving the proximal femoral diaphysis just distal to the tip of the femoral stem. No evidence for loosening. Overall fit is appropriate; however, there appears to be an oblique fracture involving the proximal right femoral diaphysis just distal to the tip of the femoral stem. Normal bone mineralization. Oblique fracture of the proximal right femoral diaphysis just distal to the tip of the femoral stem. No indications of subsidence, poly wear debris, dissociation of implants, corrosion, or osteolysis. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: IFU d011500240: chapter "adverse effects": the following adverse effects have been reported: periprosthetic fractures. Patient counseling information contains recommendation for patient behavior reagarding implant restrictions. Root cause analysis: root cause determination using rmw: aseptic loosening of stem, dislocation in short and long term, bone fracture due to incorrect distribution of load due to wrong design leads to torsion, tilting or subsidence not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, bone fracture due to insufficient primary stability due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Aseptic loosening of stem, stress shielding, bone stock changes, osteolysis, heterotopic ossifcation, bone fracture due to insufficient secondary stability due to design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Implant bone breakage due to use wrong trial head for trial reduction or inadequate assembling of the trial head possible, no surgical report received, used trial head unknown. Therefore, this cause cannot be excluded. Implant breakage, bone fracture due to wrong x-ray template used / misinterpretation of x-ray templates regarding centre of rotation / leg length / offset possible, it is unknown if correct x-ray template was used. Therefore, this cause cannot be excluded. Implant breakage or in-situ bone fracture due to wrong implant size selected not possible no information in x-ray investigation report stated about wrong implant size. Conclusion summary : it was reported that a patient was implanted with a fitmore stem and experienced a periprosthetic bone fracture after unknown in-vivo time. X-ray investigation report state fracture of the proximal right femoral diaphysis just distal to the tip of the femoral stem. X-ray investigation report did not state stem subsidence, poly wear debris, dissociation of implants, corrosion, or osteolysis. According to report, patient has normal bone mineralization. No operative notes, office visit notes or devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The circumstance of bone fracture is also unknown (e.g. Fall of patient, trauma situation. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).